Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. Based on the device completed, there is no evidence to suggest the device was out of specification. The root cause, based on available info, is unk as it cannot be definitively determined.

Event description:
This was an interventional case. The pt is not obese; there was no tortuosity, but minor calcification and scarring were noted. The procedure proceeded as planned until the physician was unable to achieve 2nd mark. However, an 0.018" guidewire was able to be placed successfully. Following device removal, a 5f sheath was advanced over the guidewire. The procedure continued with several more sheath exchanges. The groin was noted to be swollen. When the sheath was removed, a hematoma (2x3 cm) was noted and manually expressed/compressed. The hematoma was difficult to control and observed to be growing, but compression continued. Later, the pt had a vasovagal response, which was treated with atropine. Fluids were increased and the foot of the pt's bed was raised (trendelenburg position). Manual compression was again applied. The total time from sheath removal to completion was 50 mins. The pt was transferred to the ICU for observation. An ultrasound the following morning ((B)(6) 2014) revealed a pseudoaneurysm (28x44x34 mm), which was resolved via thrombin injection. The pt was discharged on (B)(6) 2014 and recovered without further clinical sequelae.